Event description:
It was reported to the manufacturer that the vns patient has experienced an increase in seizures in 2006. The generator was not at end of service. The physician increased patient's epileptic medication and the settings on his vns generator to help him achieve better seizure control. Good faith attempts to obtain the cause of the increase in seizures event have been unsuccessful to date.